Manufacturer narrative:
A getinge field service engineer (fse) was assigned to investigate the reported issue and reported that even though the customer initially requested service for the reported issue, subsequently, it was cancelled. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The initial reporter name was shortened due to field character limit. The full name is: (B)(6) . Customer cancelled the service.

Event description:
It was reported that the helium tube and fitting in the cs300 intra-aortic balloon pump (iabp) were broken. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigations, investigation findings, investigation conclusions), h10, h11corrected fields: h4, h6 (component codes)

Event description:
N/a.

Event description:
It was reported that the helium tube and fitting in the cs300 intra-aortic balloon pump (iabp) were broken. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The fse reported that the customer did not carry out any repairs because the unit was in working order. No parts have been changed. The unit is back to clinical use. A supplemental report will be submitted upon completion of our investigation.